Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned handle revealed a functional device. During functional testing, the handle was tested on a handle test fixture and performed within specification. The reported complaint was unable to be confirmed. Penumbra handles are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01577 h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01577.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed two smart coils in the target vessel using the handle. The physician then advanced a new smart coil into the target vessel and used the handle to detach it; however, the smart coil failed to detach. Subsequently, the physician opened a new handle and was able to successfully detach the smart coil. The procedure was completed using two additional smart coils and the second handle. There was no report of an adverse effect to the patient.